Event description:
Reportedly, during pt use, an "o2 loss" alarm occurred. The alarm message and alarm led worked normally, but there was no audible alarm sound. It was not solved by using the reset button. The pt was manually ventilated while being transferred to another unit. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.